Event description:
It was reported that when using the bd pyxis¿ medflex 1000, an issue occurred with rxverify medication requests. When attempting to request oxycodone 5 mg tablets and clonazepam 0.5 mg tablets via rxverify, the pharmacy approved the requests; however, the requests were subsequently removed and required the medications to be requested again. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a rx verify issue. A technical support specialist (tss) reviewed an issue where myqlink times were causing items to expire as requested. The tss identified that configuration changes to the myqlink timing were directly impacting item expiration behavior and confirmed that the expirations occurred based on the applied request parameters. The system functioned as intended after the technical support specialist inspected the issue.